Event description:
A customer was giving treatment to one of his pt's and the pt received a shock. The treatment parameters are as follows: stim: channel 1. Ifc - 2pole. Sweep - on. Beat low - 80hz. Cycle time 4/12. Cc/cv - cc. Freq - 250hz. Intensity - 0.1ma. This malfunction causes the printed circuit board to change the stimulatory pt output from the intended output to an unintended higher voltage output. When such a malfunction occurs. It results in a shock sensation and possible burn to the area beneath the electrode pads.

Manufacturer narrative:
This device is for export only.